Event description:
It was reported that the right atrial lead dislodged and fell into the ventricle. It was felt that there may have been insufficient slack in the lead. The lead was explanted and replaced with a longer lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.